Event description:
It was reported that the lightsource was intermittently shutting off and allegedly causing the monitor to go black for a brief second, multiple times while in the pt.

Manufacturer narrative:
Additional info will be provided once investigation is completed.